Event description:
A product liability claim was raised. It was reported by the patient's counsel that his client received a durom acetabular cup on (B)(6) 2008 and due to pain, loosening, wear, infection and elevated level of ion in the blood, the patient underwent revision surgery on (B)(6) 2012.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The product has been retained by the patient's counsel. Based on extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the (B)(4) as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Zimmer reference number (B)(4).